Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness, red spots and bruising on the patient's ribs. The patient reported the bruised ribs have nothing to do with equipment. Field services also reported the vibration box was pressing into the patient's spine. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient's doctor advised to use cortisone cream and stated the irritation is likely due to the shots the patient gets for his chemo for leukemia. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness, red spots and bruising on the patient's ribs. The patient reported the bruised ribs have nothing to do with equipment. Field services also reported the vibration box was pressing into the patient's spine. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient's doctor advised to use cortisone cream and stated the irritation is likely due to the shots the patient gets for his chemo for leukemia. Follow up indicated the irritation improved.